Event description:
Healthcare professional (hcp) reported to facility technician that a pt receiving hemodialysis on the sps 550 device had 1 kg fluid weight removed above the goal set. Additional information regarding this event was not available for this report.